Event description:
During preparation for a coronary drug eluting stenting treatment procedure, a damaged stent was found. While removing the taxus liberte' 3.5x 28mm drug eluting stent from the packaging, there was a problem with the mesh at the end of the stent. No pt complications occurred.